Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; conical and irregular shaped neck); caused by another drug/device (another manufacturer's device was the cause of the procedure related transection). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; conical and irregular shaped neck); another device caused failure (another manufacturer's device was the cause of the procedure related transection).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 10.5 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported mild calcification and mild tortuosity, the proximal aortic neck at the renal artery was 28 mm in diameter and 15 mm below the renal artery was 32 mm in diameter conical and irregular in shape. The final angiogram revealed that there was proximal type I endoleak, which the physician believes was due to the conical and irregular shape of the aortic neck. The physician and fellow elected to implant another manufacturer¿s bare metal stent on another manufacture balloon and the other manufacturer¿s bare metal stent dislodged in a shape of a trumpet moved proximally up to the descending thoracic aorta. The fellow attempted to pull the other manufacturer¿s bare metal stent back to the bifurcated stent graft however the other manufacturer¿s bare metal stent transected the descending aorta and was successfully repaired with the valiant stent graft 28x28x100. The other manufacturer¿s bare metal stent is approximately 3 cm above the celiac artery and the valiant was at the proximal edge of the palmaz covering the transaction. The physician elected to model the bifurcated stent graft with a balloon the proximal type I endoleak improved but did not resolve. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.